Manufacturer narrative:
.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump could not be charged despite the attempted use of multiple cables and power sources. It was also reported that when the pump was plugged into a power source, the pump would not recognize the power source. There was no reported impact to the customer's blood glucose level. Customer indicated current pump would continue to be used for diabetes management; however, alternate back-up therapy is also available.